Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during patient's primary right hip surgery, the broach handle broke.

Manufacturer narrative:
An event regarding a fracture involving a straight rasp handles was reported. The event was confirmed by the returned device. Method & results: -device evaluation and results: a material analysis has been performed. Examination with material analysis team member confirmed the fracture of the returned device. The fracture occurred in overload originating from the two small holes in the handle. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been (B)(4) other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the event was due to an overload condition in this 11 year old product probably caused by normal wear and tear. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that during patient's primary right hip surgery, the broach handle broke.